Event description:
Zirconia abutment fractured above collar. There was no reported injury as a result of the fracture.

Manufacturer narrative:
The DHR and 3shape review shows that the design was within specification. Based on the investigation, visual analysis, and the information provided by the customer, no specific root cause could be determined. When the fracture of a zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the design of the screw access hole, which also resulted in the recall.